Event description:
Implant fracture of a dental implant that was phased out more than 5 years ago. Superconstruction was a single crown. Patient suffered from periimplantitis causing bone reduction and therefore mechanical overloading of the implant. Fracture was patient related.